Event description:
This lead was explanted on (B)(6) 2010, due to infection. The procedure took place at (B)(6)medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).